Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735585, version #: 3.1.4, h3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported e vent. The logs were reviewed. Logs captured two sessions on the date of the issue. Logs recorded only the xsession_error.log, which did not capture any database error, buffer io error, or any other abnormalities related to the reported issue in loading the exams. Codes: b01, c19, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when the surgeon was trying to load an exam from the planning station to the navigation system, they were experiencing an issue. There was no patient involvement.